Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones in a pattern similar to that when an eri (elective replacement indicator) battery status is reached.

Manufacturer narrative:
Guidant was unable to obtain any additional information on this event. Guidant will provide additional information when it is available. The device was later returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate that this device is faulty, we have concluded that this device experienced normal battery depletion.

Event description:
.

Event description:
Guidant (now boston scientific crm) received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones in a pattern similar to that when an eri (elective replacement indicator) battery status is reached.